Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The obstruction in the biopsy channel was determined to be foreign material and the cleaning brush and forceps could not pass through the channel. Scratches were found of the plastic distal end cover, the connecting tube, the universal cord and the charged coupled device cover lens. The glue on the bending section cover was separated, the bending tube was shortened, wear and tear was found on the channel mount and the paint was peeling off on the suction cylinder nut. There was also movement on the stiffness control wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was an obstruction in the biopsy channel of the evis exera iii colonovideoscope. During the inspection and testing of the returned device, foreign material was found in the biopsy channel. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely that the following led to the malfunction: a) reprocessing method conducted by the user was deviated from method recommended in instructions for use (IFU). B) staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with IFU. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): IFU states not to suction solid matter or thick fluids, and handling regarding suctioned those matter as follows: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ olympus will continue to monitor the field performance of this device.